Manufacturer narrative:
According to the gore® tag® conformable thoracic stent graft with active control system instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft with active control system for a descending thoracic aortic aneurysm. On an unknown date, a proximal type I endoleak was observed. The cause of the endoleak was not reported to gore. On (B)(6) 2021, an additional stent graft was deployed to extend the device proximally. The endoleak was resolved.